Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient receiving inappropriate shock due to the implantable cardioverter-defibrillator exhibited post sensed t wave oversensing. Programming changes were made. Tachycardia therapies were also disable. The patient was stable before, during and after the event.